Event description:
Knee had an infection [arthritis infective]. Knees showed swelling [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a patient (age, gender and initials not provided). The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20) injection at a dose of 6 ml, once (location unspecified). The lot number of synvisc one was provided. It was reported that "after application, the knees of the patient showed swelling and the knees of the patient had an infection". The company assessed the event of "knee had an infection" as medically significant. The action taken with synvisc one treatment was not provided. The outcome for the events of "knee had an infection: and "knees showed swelling" was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and both the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product and quality control documentation for lot number s1002, expiry date 04/2013 were reviewed. The investigation showed that the product met specification. No associated non-conformances were noted.